Manufacturer narrative:
Medtronic received additional information that the lot numbers of control cartridges used in this case is hr-act cartridge lot number : 232739182. Control cartridge clotrac hr - normal, lot number : 232643611 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported issue of intermittent channel failure issues and the liquid quality control(qc) failure was verified during service.service technician attempted actrac testing, passed at each time interval. Also performed two hr act normal qc tests. First failed with a difference of 81 seconds, and the second passed with a difference of 2 seconds. Potential causes included damaged reagent pins or lift-wire height.there were 3 screws and washers missing from the back of the device. Centrak model had to be removed in order to access screws in the handle of the device.service technician replaced it to the side of the access points and attempted to reattach.service technician proceeded to inspect the reagent pins and perform mechanical and electrical alignments before retesting. Debris found in both channels and along the reagent pins, down into the reagent motor. Lift bar height adjustment made. Solenoid adjustment made. Temperature adjustment made (lowered 0.4 c). Actrac testing in each mode completed with no issues.service te chnician repeating qc normal testing again. There were 3 rounds of testing completed with 0.1, 0.3, and 0.2 seconds of each other within the range listed for the lot. Final tests completed with no additional faults found. Preventive maintenance was performed per s pecifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that there were intermittent channel failure issues. Additionally, the liquid quality control(qc) failed. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5.medtronic received additional information that the instrument failed liquid quality control at all 3 levels.there was no error m essage.acttrac is performed every 8 hours and liquid quality control is performed weekly.the control values obtained were given to the technical support.there was a channel variance of 12%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.